Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on b)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values nine days after the sensor was inserted in the abdomen. The patient experienced chest pain and shortness of breath. The patient called the paramedics, and they treated the patient with ¿baby aspirin¿ (aspiring 100 mg) and nitroglycerin. The patient was taken to the hospital. The paramedics took the measurements and the cgm was reading 121 mg/dl and the blood glucose reading was 72 mg/dl. The patient alleged that those symptoms were caused by inaccuracy of cgm reading. At the hospital, the patient was treated with ¿sugar¿. The patient stayed at the hospital less than 24 hours. At the time of the report the patient was still not feeling well but was at home resting. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.